Manufacturer narrative:
Section: h3, h6: the ri robotic drill attachment, part number rob10015, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The drill was disassembled and the drill attachment was removed. The drill attachment shaft lock nut was out of specification at 9"lbs. The lock nut backed out of the shaft causing it to get stuck on the drill and not allowing it to be removed. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is loose lock nut within drill attachment. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4). The sample is under evaluation by manufacturing site.

Event description:
It was reported that, after a cori assisted tka surgery, the real intelligence robotic drill, the ri robotic drill attachment and the real intelligence robotic drill tracker could not get disassemble. No case involved; therefore, there was no patient involvement. Moreover, according to the investigation findings, the most likely cause of this event was that the ri robotic drill attachment shaft bearing lock nut unthreaded due to vibration causing it to get stuck on the real intelligence robotic drill, which makes this a reportable event.